Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "abdominal focus sepsis - peritonitis". The cause of the event was not reported. The same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin (intraperitoneal) and cefepime (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. On an unknown date, pd therapy was suspended and the patient was transferred to hemodialysis. No additional information is available.